Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst commented that the lead passed introducer test. Tissue visible inside returned helix. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads dislodged one-day post implant. The ra lead experienced placement difficulty during revision. The rv lead experienced insulation buckling during revision. Both leads being explanted and replaced. No patient complications have been reported as a result of this event.